Event description:
It was reported by the end user that the chair operates fine on flat service, but as soon as the wheels hits an incline or a decline the device alarms and shuts down. End user called back and says that the device is now not functioning at all. No patient injury alleged, no additional information provided.